Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, after reloading the device for the third time, the device could not be fired. Another device was opened and used safely.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left video assisted thoracoscopic lobectomy procedure, after reloading the device for the third time, the device could not be fired. Another device was opened and used safely. There was no injury.